Event description:
It was reported the pt's catheter was broken. The pt was waiting for the provider to locate another catheter. After more than a week, the pt had deteriorated. No specific symptoms were reported. Add'l info indicated the distributor was in contact with the pt's family and the surgeon. A catheter was being shipped. Surgery was scheduled for the following day.